Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) doppler is not functional. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h11. Corrected fields: d1, d4, h4. This is not a getinge manufactured device and therefore getinge cannot perform the investigation or any investigation activities . Any recurrences of failures associated with this device will be forwarded to the supplier manufacturing this device.

Event description:
N/a.